Event description:
Related to MFR report number 2183959-2012-03365. It was reported by the plaintiff¿s attorney that the plaintiff experienced an unspecified injury and a problem with the product.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. (B)(4).